Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the customer had a drive support cap anomaly. Customer stated, the drive support cap was sticking out and loose. The customer's blood glucose was 260 mg/dl. The customer stated, they did not drop or bump the insulin pump. The customer will return the insulin pump for analysis.

Manufacturer narrative:
The insulin pump was received with protruded loose drive support disk. The insulin pump has cracked case at the display window corner, cracked battery tube threads, cracked belt clip slot at battery tube threads area and cracked reservoir tube lip.